Event description:
It was reported that during a da vinci-assisted surgical procedure the jaws of the 8mm medium-large clip applier instrument would not open. Using a backup instrument of the same kind, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter from the surgery service and obtained the following additional information: the instrument was inspected prior to use and the issue occurred when the surgeon was clipping the prostatic tissue. As reported, they were unable to resolve the issue, so a back-up instrument was used to complete the procedure. No photographic images of the device(s) or a video recording of the procedure is available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint "the jaws do not open¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips were opened and closed properly. The instrument also passed the clip test. Furthermore, visual inspection found no damage to the instrument. The instrument was fully functional. No product issue was identified. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument's jaws failed to open during the procedure. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.